Manufacturer narrative:
510k: this report is for an unknown kits/sets/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent for l5-s1 tlif procedure. It was discovered that tpal set were delivered without the applicator instruments. It was unknown when discovered that the applicator shaft is missing. The surgery was completed successfully with 15-20 minutes delay. The patient has infection and pain. This complaint involves eleven (11) devices. Related product complaint: (B)(4). This report is for (1) unknown kits/sets. This is report 1 of 4 for (B)(4).

Event description:
As per representative, the device was broke during the surgery. The elliptical handle was broken off. Screws that were delivered incomplete. This (B)(4) captures the 10 out of 11 devices reported/received while (B)(4) captures the other 1 out of 11 devices reported/received.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event information h6: codes updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.